Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Device evaluation: the computer was returned to medtronic for evaluation. The reported issue was unable to be duplicated through visual/physical examination and functional testing. The computer booted normally to the application screen, the installed applications started and ran normally, and no "no signal" messages were observed. There was no fault found with the returned computer. Correction: initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware and software failed testing. The glx gears performed and navigation froze. It was noted that exams erased in application. Additional testing determined that there was no signal when booting up the system. The computer was replaced and the system passed system checkout. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system showed no signal. There was no patient involvement.